Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported no sound comes from the speaker, which was confirmed during evaluation. Visual inspection found the cause was an incorrectly installed j6 connector on the input/output board from the rear case flex. The j6 connector was reconnected to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no sound from the speaker. There was no patient involvement. No additional information is available.